Manufacturer narrative:
Batch review performed on 06 may 2019: lot 187915: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d (B)(4): it is not possible to check the dimensions of the liner because of the deformation occurred during the removal. A possible root cause could be that the liner was not positioned aligned with the shell; for this reason it was not possible to successfully insert the implant.

Event description:
The inlay did not fit into the cup. The surgeon tried a few times to impact it but it was not possible. Then he decided to use a new inlay of the same size, which fitted into the cup.